Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to deformation of heat sink, the heat sink cannot be attached smoothly. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of heat sink, the heat sink cannot be attached smoothly - cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented an issue of the lamp not functioning properly, it keeps malfunctioning and the energy-saving lamp switches on. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.